Event description:
It was reported by repair work order that stair chair could not lock which could effect stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.